Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. A new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned. Additional information indicated that this right atrial (ra) lead was explanted due to noise and high pacing thresholds. The lead will not be returned.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. A new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned.